Manufacturer narrative:
D10 concomitant product: unknown endo stitch sulu (lot#: unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic hernia repair procedure, when suturing the ventral hernia defect, the needle broke and the surgeon was unable to locate the broken half of the needle. Over 30 minutes was added to the case due to the lost needle with a significate amount a fluoroscopy used to locate the broken needle. A computed tomography(CT) scan was also performed to try to locate the needle. Staff did mention that radiology noted that no evidence of a needle was present in the body from the CT scan. Staff did state that the device did not load as smoothly as it has in the past. It was described as sticky when loading.